Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the intraocular lens (iol) was replaced with another iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, glare and halos. The iol was removed in a secondary procedure 98 days following the initial procedure. Additional information has been requested.

Manufacturer narrative:
Information was provided in the file that indicated the use of a qualified company cartridge and company handpiece. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The manufacturer internal reference number is: (B)(4).